Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 9mm x 4cm balloon. There was no fiber disturbance present on the balloon. Under microscopic magnification catheter shaft burst was noted 11.9cm from the distal tip. The catheter was kinked at the strain relief. However after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kink. No kinks were reported by the user. No other anomalies were noted at this time. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house guidewire and it was able to be passed through the catheter, with resistance encountered at the kink. The catheter was then cut, and the proximal segment of the catheter was connected to a touhy borst adapter and connected to an inflation device. Water was used to inflate the balloon. The balloon was able to be inflated to nominal pressure. The balloon was unable to be inflated to rated burst pressure (rbp), as the tuohy borst adapter could not maintain a proper seal with the catheter at that high of pressure. The balloon was able to be deflated without issue. No ruptures were identified. No further functional testing could be performed due to the condition in which the sample was returned (i.e. Catheter burst). Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was returned. The investigation is confirmed for a catheter shaft burst. The investigation is unconfirmed for a rupture, as the user likely perceived the catheter shaft burst as a rupture and no ruptures were identified. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. It should be noted that per the reported event details, it was stated that the device was inflated with a syringe. The IFU (instructions for use) states that the use of a pressure monitoring device is recommended to prevent over pressurization. It is unknown whether the balloon/catheter was over pressurized or the use of a syringe contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended; when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon; if resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure of a non-calcified lesion in a upper arm fistula, an alleged pinhole rupture occurred prior to reaching 26 atm on the first inflation. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There were no reported retraction issues. There was no reported patient injury.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was not been provided, a review of the device history records could not be performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure of a non-calcified lesion in a upper arm fistula, an alleged pinhole rupture occurred prior to reaching 26 atm on the first inflation. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There were no reported retraction issues. There was no reported patient injury.